Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2016 that the physician was unable to interrogate a patient's m106 device. The physician stated that he could palpate the generator so the issue was not suspected to be location or depth of generator. The wand battery was checked and the light stated on for more than 25 seconds. The tablet was not plugged into the wall. The usb connection was checked and fit snuggly. He tried interrogating while holding the usb plugged in as well. The wand was 3-4 feet away from the tablet and he tried rotating the wand handle 45 degrees. He also tried to interrogate the patient in the reception room in case of electro-magnetic interference. The patient was recently implanted with a m106 in (B)(6) 2015. The physician stated he last successfully interrogated a patient about 3 weeks ago. Troubleshooting was performed on (B)(6) 2016 and it was found that the wand to usb connection adapter was the reason for the failure to interrogate. Once the adapter cable was replaced the device worked correctly. The patient's generator was also able to be interrogated successfully after the cable was replaced. The cable was thrown away and I snot available for analysis.